Manufacturer narrative:
Correction to field d4: lot number from 0033676461 to 0030126287. E1: initial reporter facility: (B)(6). E1: initial reporter phone: (B)(6). Device analysis findings: upon receipt at our post market quality assurance laboratory, the outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in the balloon 17mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.

Event description:
It was reported that balloon leak occurred. The severely stenosed target lesion was located at the origin of internal carotid artery. An 8.0mmx30mmx135cm (4f) sterling balloon catheter was selected for use. However, during priming, it was noted that the balloon was leaking gas. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post-procedure.

Manufacturer narrative:
E1: initial reporter facility: (B)(6) university. E1: initial reporter phone: (B)(6).

Event description:
It was reported that balloon leak occurred. The severely stenosed target lesion was located at the origin of internal carotid artery. An 8.0mmx30mmx135cm (4f) sterling balloon catheter was selected for use. However, during priming, it was noted that the balloon was leaking gas. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post-procedure.